Manufacturer narrative:
(B)(4), concomitant medical device: architect i2000sr analyzer, list # 3m74-95, serial # (B)(4). Evaluation results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. An adverse trend in us customer complaints for architect (B)(6) assay (list number 6l21) regarding higher than usual (B)(6) results rate was detected on (B)(6) 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the (B)(6) which has a reduced potency that affects the architect (B)(6) performance. Insufficient active antigen is being coated on the microparticle within the current microparticle manufacturing process resulting in a performance that is characterized by lower calibrator 1 relative light units (rlu) values. As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for (B)(6) results and increases arch (B)(6) assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all (B)(6) samples.

Event description:
The customer noticed an increase in initial reactive rates for architect (B)(6) patient samples. The customer recalibrated the assay on the analyzer which did not resolve the issue. The customer was advised to perform various troubleshooting procedures which resolved the issue. The most likely cause of the initial reactive rates observed by the customer was due to the poor condition of the analyzer probe or the reagent. There was no impact to patient management.